Event description:
The study pt experienced a "low flow" immediately following silverhawk atherectomy in 2005 and a "secondary embolus, clot or vasospasm" developed. The physician has alleged it was due to the silverhawk device. The pt also experienced anemia requiring blood transfusion and was hospitalized. "Laser and pta of anterior tibial" were required as interventions.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.